Manufacturer narrative:
While there is no indication that the device involved malfunctioned, because, this event resulted in permanent (irreversible) damage to a body structure, this event meets the criteria for reportability per 21 cfr part 803. The patient refused to give the health professional's information to obtain the product for evaluation and/or the lot number for retained-product testing and/or DHR review.

Event description:
In this event, it was reported that a patient experienced pain after a root canal where the doctor extruded ah plus past the apex of the tooth. As a result, the patient saw another doctor who extracted her tooth.